Event description:
It was reported these two abandoned leads were suspected to contribute to a lead/lead interaction, causing a low pacing impedance measurement in the active right ventricular (rv) lead. These leads were surgically abandoned. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).